Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208700. Model: sc-2208-70. Serial: (B)(6). Batch: 151329.

Event description:
It was reported that the patients spinal cord stimulator (scs) lead had high impedances. The patient underwent an scs lead replacement procedure and was doing well postoperatively. The explanted scs leads will not be returned as they were discarded by the medical facility.